Manufacturer narrative:
(B)(4).

Event description:
It was reported there was battery depletion due to end of life (eol). The battery was explanted as a result of the event. It was noted that the eol was normal. Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient experienced hospitalization from (B)(6) 2014. Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient experienced painful stimulation. The event started in (B)(6) 2014. The stimulation changed since 1 year in the 2 arms was painful at the left. The radio showed that the electrode was not mobilized. They changed the implantable neurostimulator (ins) in end of life battery to a newer model on (B)(6) 2014. The cause of the painful stimulation was a bad adjustment. The event resolved.